Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. A "very tight" lesion was located in the right coronary artery. A 4.50x16mm liberte' bare metal stent was advanced to the lesion but could not cross, even after multiple attempts. When the device was removed from the patient, stent damage was noted. The procedure was completed with another liberte' bare metal stent. No patient injuries or complications occurred. Patient status is satisfactory.